Event description:
It was reported by the FDA via a user-facilities report, that the physician voiced concern about a broken implant. Removal of failed hardware, open reduction internal fixation of right hip.

Manufacturer narrative:
Device not returned. If the device or additional information becomes available, it will be reported on a supplemental report.